Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the two buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided patient data for 10 patient samples.